Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ecgs non-functional) has been confirmed. Upon investigation, the belt was unable to communicate with a monitor. The root cause for the failure was a cut cable with broken wires between the dn and ECG ¿b¿ the root cause for cut cable was physical abuse. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had non-functional ecgs.